Manufacturer narrative:
Product ID 3093-28, lot# v208207, implanted: 2009 (B)(6); product type lead product ID 3093-28, lot# v208207, implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient (B)(4).

Event description:
Additional information received reported the surgery was performed on (B)(6) 2014 and replacing the lead resolved the issue. There were no further intervention required. The patient experiences ideal sensation andmotor responses with the new lead. It was unknown about the efficacy of the therapy since implant.

Event description:
It was reported during a replacement procedure, the physician had difficulty inserting the lead component (¿almost to the end¿) into the implantable neurostimulator (ins). It was noted that the ¿older white tip¿ lead was removed from the extension component. It was also reported that there was new ins was available but the extension component was not. Follow up information received 2 days later reported that it was unsure as to the cause of the lead not being able to fully insert the lead into the ins and the issue was not resolved. It was noted that a new lead will need to be placed. The patient was not consented for the lead replacement at the time of the procedure so the lead was advance as far as possible, screwed into place, and the ins implanted. A lead replacement procedure was to be scheduled in the future. Further follow up information received 5 days later reported that the replacement procedure will (¿hopefully¿) be done on (B)(6) 2014. If additional information is received, a follow up report will be sent.